Event description:
MFR's response received 06/11/97: as discussed, since no sample was available, a detailed investigation was not possible. However, a review of the product lot history files was performed finding no adverse trend.